Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, active current measurement and self-test. No critical pump error alarms noted during testing. Unit failed prime/seating test due to severe corrosion on force sensor assembly. Unit was received with high sleep current measurement due to severe corrosion on all electronic assemblies. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, partially broken off reservoir tube lip, cracked retainer, moisture damage on motor assembly and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and a red x on the display. Blood glucose level at the time of the incident was 230 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.